Event description:
A (B)(6) y/o female presents with need for hip revision due to painful metal on metal total left hip arthroplasty. We are reporting this item due to a noted small trend in revision's needed in younger, more active pts. Metal levels were detected in the pt. Typical therapy for post revision.